Event description:
Concomitant devices reported: locking screw for nails tan light green (part#04.005.522s, lot#28p3388, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown guides/ sleeves/ aiming/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for trochanteric fractures (right) by using the tfna system. During the procedure, the surgeon had difficulty in fracture reduction. The surgery was successfully completed. There was no surgical delay. Thirty (30) minutes after the surgery, the CT scan confirmed that the blade had been fixed off the nail. The protection sleeve for guide wire was not properly applied onto the cortical bone thus a gap happened between the protection sleeve and the cortical bone. As the guide wire was inserted with an excessive force, the tip of the guide wire slipped off the cortical bone and was positioned outside the hole of the nail. The blade was inserted over the guide wire that was not properly positioned, resulting in the dislocation of the blade. On (B)(6) 2020, corrective surgery was performed to remove all the tfna implants and then implant other tfna implants of the same size. The surgery was successfully completed. Trochanteric fixation nail advanced (tfna) femoral nail (part # 04.037.914s, lot # unknown, quantity 1), locking screw for nails tan light green (part # 04.005.522s, lot # 28p3388, quantity 1). This is report 4 of 4 for (B)(4).